Event description:
It was reported that prior to a lap cholecystectomy procedure, the harmonic was being installed via the assembly instructions and the blade would not screw onto the handpiece. Another device was used to complete the procedure. There was no pt consequence.